Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis showed that the atw35 device was received in good visual condition and with a tr35w cartridge loaded on the device. The tr35w cartridge was received partially fired 2/3 and with the cartridge lock out tab normal. Furthermore the cartridge distal heat stake post was noted to be damaged. After further evaluation it was noted that there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan to partially or completely dislodge. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reached as to how the cartridge was not properly seated before the device was fired, it is possible that the cartridge was not loaded correctly into the device or the cartridge was loaded correctly and while manipulating the devices into the tissue to be stapled the most distal part of the cartridge encountered an upward force either from contact with another device, solid structure or an organ resulting in the cartridge to partially disengage from the channel. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. Batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during a left colectomy procedure, the device passed through the trocar for stapling, and the cartridge fell (cartridge initially present in the device when removing the packaging). The same lot was used. Two cartridges were then used for the procedure: the one initially present in this second device and another one after that. There were no adverse consequences for the patient. Cartridge fell into the patient and removed by the surgeon.